Event description:
It was reported that this artificial urinary sphincter (aus) cuff was no longer working properly and a surgical procedure was performed to replace the aus. Upon explanting the device, tears on the aus were observed. The patient was nearly fully incontinent again and had noticed an increase in leakage over the past two years. Post procedure, no patient complications were reported.

Manufacturer narrative:
The following fields were updated: event date: b3 event description b5 impact code h6 device code h6.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff is no longer working properly and the patient is looking for a urologist to replace the cuff. The patient is nearly fully incontinent again and believes that his aus has failed after noticing an increase in leakage for the past two years.